Event description:
It was reported by the customer that there was fluid ingress to the mattress.

Event description:
It was reported by the customer that there was fluid ingress to the mattress.

Manufacturer narrative:
The issue was resolved for the customer by providing replacement mattresses under customer accommodation as the mattresses could not be fully evaluated due to the presence of a large extent of fluid ingress.